Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) found out on est error (3122) relief valve cracking pressure out of range. The fse replaced exhalation valve and sensor then the issue resolved. Unit pass all required test and return to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed extended self-test (est), failing pressure relief valve(prv) and exhalation valve test. The customer reported that there was no patient involvement.